Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery, as well as no delivery alarm on a separate occasion. The customer did not recall the blood glucose reading at the time of the alarms. He stated that the issues occurred about a month prior to the call. No significant events leading to the motor error alarm were observed. He noted that after receiving the no delivery alarm, he rewound the device and reprimed. He declined replacement of the insulin pump and return of the supplies for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.